Manufacturer narrative:
The lot (7669628) and catalog numbers (3502500) of the device were obtained by mentor on august 2, 2021. The impacted product is a 500cc mentor smooth round moderate plus profile saline prosthesis. The impacted product was received by the failure analysis lab on july 13, 2021. The investigation of the returned device was completed by the failure analysis lab on july 16, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided to mentor could not be identified as a mentor implant. Therefore, a manufacturing record evaluation (mre) cannot be performed. Reason for device explant and/or reoperation: extrusion/infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with an unknown mentor implant experienced infection secondary to device extrusion post procedure. The implant was exposed. As a result, explant without replacement was performed on (B)(6) 2021. The device type is unknown, however (common device name) and (procode) are being populated for submission purposes. The lot number provided to mentor could not be linked to a device, however, as this is the only information available, this value will be populated. If additional clarification is received in the future, then a supplemental report will be submitted.